Manufacturer narrative:
All available information was investigated, and the reported difficult removing cds from sgc was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported difficult removing cds from sgc was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. One clip was successfully implanted. To further reduce mr, an additional clip was inserted, but after several grasping attempts, tissue damage was observed on one of the leaflet. Therefore, the physician decided to remove the clip. It was noted that while removing the clip, resistance was observed and the clip was unable to be removed. Troubleshooting was performed and the clip was able to be removed. Once removed, tissue was observed on the gripper of the clip. The procedure was discontinued. Mr was reduced to a grade of 3. There was no clinically significant delay in the procedure. On (B)(6) 2025, the patient experienced recurrent mr, heart failure. The patient expired.